Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Based on quality control results, a vitros tropi es lot 2630 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 2630 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Although the pre-service vitros tropi es within-run precision test met the guidelines, an instrument issue cannot be ruled out as the well wash sds were high and the service engineer found the signal reagent tips were damaged and that both the microimmunoassay and microwell reagent metering proboscis were dirty and worn. The customer has since stated that they had not had any further issues with outliers and performance has been acceptable.

Event description:
The customer observed a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested on a vitros 5600 integrated system. Sample 1 result 0.303 ng/ml versus the expected result < 0.012 ng/ml the higher than expected vitros tropi es result was not reported from the laboratory. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).